Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Information for use states: when one battery is depleted to less than 25% capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The company is seeking this information through the event investigation. Suspected devices: (B)(4). This is report two submitted for devices related to the same event.

Manufacturer narrative:
(B)(4): based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00785 and 3007042319-2015-00786) submitted for devices related to the same event.

Event description:
It was reported from (B)(4) by the patient that the controller changes from one power port to the other one before the battery is down to 25%. The batteries were replaced from the hospital. There is no reported consequence or impact to the patient. No additional information was provided. This is report two submitted for devices related to the same event.